Manufacturer narrative:
Concomitants: 4062128 02-010-01-0230 - logic femoral ps cem left sz 3, 4069174 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t, 3907010 200-02-29 - three peg patella 29mm, 2275472 02-012-35-3013 - logic tibia ps mod insrt sz 3 13mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a power point presentation, that a male patient, initial left knee implanted on (B)(6) 2015, underwent a revision procedure, date unknown. The patient had done well, but developed pain, swelling, and ¿crackling¿ in both knees in 2021. Implants revised due to their subsequent failure. The left knee was revised to a competitor¿s devices. Summary of presentation of 5 patients: the vast majority (>90%) of patients are not experiencing symptoms. Symptoms include pain, swelling, instability, ¿crackling,¿ and posterior knee / calf mass. Signs include effusion, ttp, stiffness, instability. Radiographic features range from completely normal to gross polyethylene thinning, osteolysis, implant loosening, and soft tissue mass. Surgical findings include complete loosening of polyethylene component with pristine cement mantle, synovitis, osteolysis, and polyethylene pitting / delamination.

Manufacturer narrative:
H3: the revision reported was likely the result of an insufficient bond between the femoral component and the bone and/or patient-related conditions, which led to aseptic (non-infected) femoral loosening and osteolysis. However, this cannot be confirmed as the devices were not available for evaluation. Additionally, prosthesis wear cannot be confirmed as the radiographs do not show signs of wear and an image of the articulating surface of the insert was not provided.